Event description:
A customer contacted baxter's technical service center reporting that a compact exchange device (cxd) kept pulling the spike out. During troubleshooting, it was found that home patient (hp) was pulling the handle back after inserting the spike into the bag. The technical service representative (assisted the hp with the proper spiking procedure and bag spiked properly. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Based on information from the complaint activity section, the cause for the reported issue was determined to be use error. A labeling review of the homechoice apd systems patient at-home guide issued was found to be sufficient. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The lot number and sample availability are unknown at this time. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.